Event description:
During angiogram of left upper extremity the md was unable to advanced bentson wire inside of 4 fr h1 catheter. The wire was removed and bent tip of the wire was noted. The md was unable to get blood return from the catheter. In order to maintain femoral artery access, the exposed portion of the catheter (outside of pt's body) was cut by the md in order to pass a 4 fr sheath. The catheter was then removed and examined for wire fragment, none was found. A large clot was found inside the 4 fr catheter. The case went forward without incident.